Event description:
A patient's meter was reading inaccurately high and they ended up in the emergency room. Medical affairs specialist spoke with the patient in 10/2002 and they provided additional information. They stated that in 2002, in the morning, they tested their blood glucose and got a result of 322 mg/dl. They took their 20 units of 70/30 insulin (set amount in morning). They do not remember if they also took their regular insulin (sliding scale) based on that reading. They were feeling "spacey" at that time. Around noontime, they tested on the meter and got a reading of 55 mg/dl. They drank some orange juice and called their family member. After the phone call and drinking orange juice, they tested again and got a result of 145 mg/dl. But they knew that this "reading was wrong" because they "felt lower and disoriented". Their family member came home and took their to the emergency room (time frame unknown, but patient guesses it was around 30 minutes later). At the ER, their blood glucose level was 33 mg/dl. They gave them a "shot first and then started an IV". They also gave them a "huge lunch". They were there for 3 to 4 hours. They wanted to admit patient to the hospital, but the patient refused because they had a planned trip the next day. They called lfs about the meter after they came back home from their trip. The meter was replaced. They had just received the meter, but had not yet used it. They wanted to know about the control solution test since they had never done one before on the subject meter. Provided information about performing the control solution test and also referred them to the manual.